Event description:
It was reported that during a radial access heart catheter procedure with tortuous anatomy, two wholey guide wires were used to transverse the difficult anatomy. Reportedly, the wires were separated at a transition point; however, did not come entirely uncoiled so there was not a complete separation. The wires were removed from the patient without complication. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The additional wholey guide wire referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.